Event description:
It was reported that cartridge alarm 20 occurred and customer experienced high blood glucose, which led to visit to emergency room followed by hospital admission and stay in intensive care unit on (B)(6) 2026. Customer had no ketones, no injuries, and no permanent damage was identified, and treatment with intravenous saline, fluids, and insulin resolved the issue before customer was released from hospital on (B)(6) 2026. Customer had already reloaded same cartridge and was able to resume insulin, and technical support advised that if cartridge alarm occurred again customer should load new cartridge, monitor pump, and call back if further issues arose.